Event description:
(B)(6) study. Same case as 2134265-2012-05299. Same patient as 2134265-2012-05302. It was reported that during a coronary artery stenting treatment procedure suboptimal balloon angioplasty and significant pinching occured. The target lesion was located in the mid left anterior descending (lad) artery with 80 % stenosis and was 12 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 20 mm taxus liberte stent. Following the deployment of the stent, significant pinching was noted in the diagonal branch. This was rewired and treated with balloon angioplasty in the ostium of diagonal branch. During the index procedure a 2.5 x 15 mm apex balloon was used to dilate the lad and subsequently taken out and dilated the diagonal branch without difficulty. There was 0% residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).